Manufacturer narrative:
(H3) the revision reported was likely the result of osteolysis which may have been due to patient related conditions. The wear of the tibial insert that was likely due to third body wear, patient related conditions, and/or alignment of the tibial and femoral components may have also contributed to the reported osteolysis. However, this cannot be confirmed because the components were not returned for evaluation and additional information was not provided. The most probable root cause associated with the reported event of "osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface. Furthermore, the most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Event description:
As reported, approximately five years post tka, patient had a revision due to osteolysis. None left on the tibia except for the tt and a small central post. No additional information available.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.